Manufacturer narrative:
The lv lead is expected to be returned. Once the product is received and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead, the lead measurements were unacceptable when tested on the pacing system analyzer (psa). As a result, this lv lead was extracted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspection noted that the conductor coil was deformed in several places and there was dried blood in the lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The deformation of the conductor coils was most likely induced during the implant procedure.